Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the distal tip of the device broke off. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscotibial capsule re-fixation surgery the device broke off while aligning the device during the placement of the third anchor. No broken parts remained inside the patient. The device worked as intended for the first two anchors. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. The third anchor was placed successfully by aligning the device in a freehand way. It was not necessary to switch the surgical technique or do a second surgery.